Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-10-2024 it was reported by the patient that infusion set cannula was kinked. 3 hours after insertion patient noticed the symptoms.the infusion set was in use for 3 hours 15 minutes. Patient replaced infusion set and resumed insulin successfully. No further information was available.